Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 4/25/2025, a sales representative reported via email that an ar-1588rt-2j tightrope ii rt experienced a bridge failure while pulling the graft into the femoral tunnel. This was discovered during a procedure on (B)(6) 2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure appears to be device misuse or mishandling during deployment, resulting in insufficient graft fixation and failure to establish a stable cortical bridge for secure anchoring.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information was received on 5/19/2025: during an aclr procedure on (B)(6) 2025, the issue was identified immediately, and all broken fragments were successfully removed. The case was completed using a btb tightrope. A delay of approximately fifteen to twenty minutes occurred; however, it remains unknown whether additional anesthesia was administered.